Event description:
Blunt trocar with threaded anchor (hassan port) standard 12 mm- one time use device was attempted to use during case. Upon trying to place port in patient, the white threaded anchor part broke off. Pieces all obtained and removed off field. Opened a new device, which worked well. Manufacturer response for laparoscope, general plastic surgery, versaone (per site reporter): (B)(4).